Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was moderately tortuous and calcified located in the mid to distal right coronary artery (rca). During introduction, the physician implanted a 20mm taxus stent in the distal rca and attempted to deploy a 3.00x24mm taxus express2 stent proximal to the implanted stent. The device got stuck with the calcification and was removed outside the patient's body. It was confirmed that the stent strut had lifted up. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. Patient condition listed as "good".

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).